Event description:
Procedure: laparoscopic ovarian cystectomy. Reportedly, during the surgery, a small blue piece of foreign material was found in the surgical cavity. The material was removed from the cavity. The surgeon studied the device and believes there was a crack in the trocar shield and this was a piece from the device. No pt injury reported.